Event description:
Complainant alleged that during training by a zoll sales representative the device failed the self-test. Complainant indicated that there was no pt involvement in the reported malfunction.